Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: review of the black box data confirmed records of the alleged call service alarm issue. On investigation, the pump powered on normally and emitted a call service 064 alarm during the rewind and prime step. Investigation duplicated the complaint. The pump was opened for further investigation and revealed moisture corrosion on the motor flex connector and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.